Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that all of insulin was pushed out when loading the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/13/2013 with the following results: during investigation, load step malfunction and loss of prime with zero force was verified in the black box. Attempted to rewind and load: piston did not move during rewind, and received an alarm during load step. Noted the pump body was cracked in the bottom right hand corner between the lenses and case seal. Opened pump and removed from case. Noted corrosion on the force sensor plate and power circuit. Removed display. Corrosion on the components of the force sensor circuit around the flex connector. No signs of moisture or corrosion prior to opening the pump so no leak test was performed. Concluded a leak due to cracked pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.